Manufacturer narrative:
Updated to reflect the information received on 2017-aug-04. Updated to reflect the information received on 2017-aug-04 that an x-ray was performed on the pump to ensure its functionality.(B)(4) added to reflect the patient's report that, following the pocket fill, their memory is slow to come back if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-04 from the consumer. The patient reported again that their pump was turned off on (B)(6) 2017 and that a dye study was performed on (B)(6) 2017. The patient confirmed that the pump and catheter were working as they should and that a pocket fill had occurred. The patient noted that typically two nurses do the fill, but only one nurse performed the refill on (B)(6) 2017 . The patient repeated that the pump was turned back on on (B)(6) 2017 and noted that it took a long time to get the pump primed because it was performed while doing an x-ray to ensure that the pump was functioning correctly. A dr. Tacla performed the study. The patient mentioned that they got "fried crispy" from the dye study and that their memory was slow in coming back. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a pocket fill in (B)(6) 2017. It was noted the patient lost consciousness for a bit and "fried" the patient for months.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving 20 mg/ml of hydromorphone at an unknown dosage, 260 mcg/ml of clonidine at an unknown dosage, and 30 mg/ml of bupivacaine at an unknown dosage via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient was sedated and experienced a "head rush". The patient reported that they went in for a pump refill, they had a "major head rush" and were sedated "really bad" after the pump was refilled and the needle was removed and wiped on the patient's skin. When the patient's healthcare provider (hcp) started the fill, they removed about 5 cc of the old medication and filled the pump with about 19.5 cc. After the patient experienced their head rush, the hcp removed about 18 cc ("a hair under 18 cc"). The pump was turned off and a dye study was scheduled. It was noted that a bolus was not recorded on the pump records. The patient mentioned that the flow rate was set at 5.3 and inquired if there was any way that the medication can come back out of the pump once the needle is taken out. Additional information was provided on 2017-jul-25 by the patient's hcp. It was reported that the cause of the patient's symptoms of feeling a "head rush" and being sedated were not a result of a device issue, but was mostly likely caused by a subcutaneous injection of medication during the pump refill. The hcp clarified that there had been no device issues with regards to the pump being filled with 19.5 cc and then 18 cc being removed and no bolus had been given with regards to there being no record of a bolus in the pump records. To resolve the patient's symptoms, the pump was stopped and the patient was monitored for 2 hours before going home. Additionally, a pump study for the catheter, a rotor study, and dye study were all performed and all were reportedly normal. The hcp reported that the patient's symptoms of "head rush" and being sedated had been resolved completely no further complications were reported.